Event description:
It was reported that the patient experienced urine leakage. The cuff was downsized and replaced to complete the surgery. A patient outcome was not reported. Additional information received that the patient began experiencing urine leakage 3 weeks ahead of the surgery. The patient outcome was reported to be well.

Manufacturer narrative:
The ams800 occlusive cuff was visually inspected and functionally tested. There was a leak in the occlusive cuff shell that was the result of wear at a fold. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced urine leakage. The cuff was downsized and replaced to complete the surgery. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted. Additional information received that the patient began experiencing urine leakage 3 weeks ahead of the surgery. The patient outcome was reported to be well.